Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife called in stating customer's insulin pump is alarming button error. The alarm was cleared, but the up button is not working. Customer's blood glucose is 220 mg/dl. There were no significant events leading up to the alarm. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the prime test due to faulty force sensor. The insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump received with cracked case at display window corners, battery tube threads and minor scratches on display window.